Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. As a result the customer experienced an elevated blood glucose (BG) level that was over 600 mg/dL with an unspecified ketone level. Customer first went to the Emergency Room and was subsequently hospitalized in the Intensive Care Unit (ICU). Customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage to the customer. Customer was released from the hospital on (b)(6) 2026. Troubleshooting with Tandem Technical Support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.